Event description:
It was reported when the needle was inserted into the sheath, it scratched the inner lumen of the dilator. The physician removed and replaced the needle and sheath and the procedure was completed successfully without consequences to the pt. A small slit was noticed in the tip of the sheath after it was removed from the pt.

Manufacturer narrative:
Inspection of the returned catheter revealed damge to the distal tip end of the sheath, which was consistent with encountering some form of resistance along the sheath tip circumference. The distal 2" of the dilator tip was cross sectioned open, which revealed no evidence of skiving or any obvious scratches along the inner wall of the dilator. Review of the device history records confirmed with lot met manufacturing requirements prior to shipment. The cause for the reported event remains unk. Date report submitted to FDA by manufacturer: 09/01/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.